Manufacturer narrative:
(B)(4). The device was returned to maquet for evaluation. Signs of clinical use and evidence of blood were observed. Blood was present in the delivery device, indicating an attempt was made to deploy the seal into the aorta. The slide lock was disengaged and the white plunger fully depressed on the delivery device. The seal was returned outside of the device in a fully unraveled state. The tension spring was not returned. Due to the absence of the tension spring and tether, it is expected that the seal would be fully unravelled as the tether is cut prior to seal removal. No defects were observed to the loader or delivery device. The tube was unable to be measured due to the presence of blood in the delivery device. The device was returned in a completely deployed state with evidence of blood in the delivery device. Based on the condition of the device as returned, the reported complaint was unable to be confirmed for fitting problem/ seal did not load properly.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8mm failed to load/fire properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Customer has reported that the heartstring device failed to load/fire properly. Still trying to find out additional details .

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
(B)(4). The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8mm failed to load/fire properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects. (B)(4). Customer has reported that the heartstring device failed to load/fire properly. Still trying to find out additional details.